Manufacturer narrative:
This file was found to be a duplicate of manufacture report (mfg) number 2028159-2016-01666. This file will be closed canceled and any future information will be under mfg number 2028159-2016-01666. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had no phacoemulsification power. The timing of the event and patient impact are unknown. Additional information has been requested.